Event description:
It was reported to boston scientific corporation that during preparation for a ureteral stenting procedure (patient identifier, age, gender, and weight unavailable), the seal on the packaging of the contour ureteral stent was open and the sterile barrier was compromised. There was no other visible damage to the packaging reported. The procedure was successfully completed using a second contour ureteral stent. There were no patient complications and the patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Visual evaluation of the returned contour ureteral stent revealed the stent pouch had been opened. The tyvek' cover had been pulled open from the mylar material. The stent tray was also found to be deformed slightly. There was clear indication of tyvek transferred to the mylar material indicating that the pouch had been sealed properly and that it had been opened in some manner. Due to the issue being found at preparation it is most likely that the pouch was opened during shipping/transport or storage prior to preparation. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteral stenting procedure (patient identifier, age, gender, and weight unavailable), the seal on the packaging of the contour ureteral stent was open and the sterile barrier was compromised. There was no other visible damage to the packaging reported. The procedure was successfully completed using a second contour ureteral stent. There were no patient complications and the patient was reported to be "fine" at the conclusion of the procedure.